Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), however both pacing impedances and sensing was appropriate. Physiological reasons such as tissue conductivity were the suspected cause since there were no signs of lead dislodgement or compromised integrity. No adverse patient effects were reported. This lead remains in service.